Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
Related manufacturer reference number: 2017865-2023-37669. Related manufacturer reference number: 2017865-2023-37672. It was reported that the patient presented with an infection and improper healing at the pacemaker incision site during follow-up in clinic. The device and leads were found visible from the opened incision site of the implanted device pocket with the skin of the device pocket appearing red, swollen, and experiencing discharge. The physician explanted the entire pacemaker system to resolve the issue. The patient was in stable condition throughout the procedure.